Event description:
The customer contact reported the device touchscreen was out of calibration. The device was returned to the biomed dept from the nursing dept with a note that stated, " needs calibrated". No info was provided; therefore, specific patient info, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen was out of calibration. No additional info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, it was noted that the device touchscreen was out of calibration. This was due to a damaged touchscreen. As indicated, the device has been identified as part of product recall. This report represents all the info known by the reporter upon query by hospira personnel.